Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the audiologist, the patient was experiencing facial paralysis, dizziness and shooting pain in her jaw 1 week after implantation. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.